Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient's infusion set fell off during use, 90 minutes into the infusion on (B)(6) 2026. No further information is available.